Manufacturer narrative:
The meter was returned for investigation. The battery contacts and printed circuit board of the meter were found to be contaminated by liquid (leaked battery). The liquid penetrated/corroded the solder contacts. This also affected the battery contacts on the circuit board and a controller, which were interrupted by the issue.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter had an issue with coaguchek xs meter serial number (B)(4) that could impact the interpretation of results. The meter did not turn on and at one point he saw some lines on the display, but could not see anything else. The reporter then cleaned the battery compartment contacts with a knife. The battery compartment appeared clean and dry. New batteries were loaded. The meter still did not power on. The reporter then pressed and released the power button again and saw a partial display. The middle of the display appeared as 3 small zeros and 3 small bars. When he holds the power button, the screen appears faded and then the segments appear incomplete in the results field. When the power button is released, the display appears blank. There was no allegation of an adverse event. The reporter's product was requested for investigation and replacement product was sent to the reporter.